Event description:
It was reported the colonovideoscope displayed no image. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder has foreign objects, air/water tube has foreign objects, c-cover has foreign objects, control section has foreign objects, and the scope connector (s-connector) has foreign objects. A root cause could not be identified. Based on the results of the investigation, image disappeared due to a damaged charged coupled device (ccd) unit. The most probable cause for the malfunction is traced to component failure. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.